Event description:
Possible loss of capture of ventricular lead; clinician was seeing pacing spikes without a qrs complex to follow and rates dropping in the 30's and 40's. Device was unable to run a capture test and the output is programmed to 7.sv@ 0.4ms. Local rep paged and asked to contact the clinician. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).